Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that while attempting to implant the left ventricular lead, the lead would not seat properly as it was too large for the patient's vessels. It was removed. No patient complications have been reported as a result of this event.